Event description:
It was reported the pt is experiencing ineffective stimulation since being involved in a motor vehicle accident. The pt declined reprogramming. Surgical intervention was undertaken and the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.